Event description:
Miltex instrument co, inc. 6 ohio drive, cb 5006, lake success, ny 11042-0006. We have concluded that this incident is not a direct result of the device's failure but rather improper use and maintenance and, as such, no remedial action is planned at this time.